Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during follow up the patients pocket has healed. Issue has been resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient indicated the ipg had begun protruding through skin inferior to clavicle. Reportedly ipg was not completely sticking out of the skin. The ipg was transparent enough to see through. Surgeon removed piece of skin and revised the pocket on the same side. There were no complications during the surgery.